Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Manufacturer narrative:
The device was not returned to bsn because it was kept by the patient.

Event description:
A report was received that the patient was explanted as the ipg was protruding out of his skin following non-device related weight loss. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted as the ipg was protruding out of his skin following non-device related weight loss. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.